Event description:
It was reported the gastrointestinal videoscope had an error display error code e315 and an air leakage. The issue was found during service maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: this may have occurred due to electrical or physical stress being applied to the image sensor unit during handling. In addition, the following reportable malfunctions were identified during the device evaluation: the foreign material could not be identified based on the provided information. The corrosion may have occurred due to water ingress during handling, which damaged the electronic components of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.